Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported on (B)(6) 2018 that patient was treated for a patellar fracture with a patellar suture plate ii (ar-13070l-p) and a compression screw (ar-8740-40pts). After approximately 2.5 months the patient came back because the patellar tendon had ruptured. The patient was already in rehab at this time and noticed the rupture during a lunge. The revision surgery took place on (B)(6) 2018 during which the patellar tendon was refixed transaxillary by using a wire cerclage.